Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22- client is testing with expired test strips. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results; customer stated results were high and then low. Customer had difficulty obtaining results from the meter memory and could not provide dates/times or if performed fasting or non-fasting, except for result obtained that morning. The customer's expected fasting blood glucose test result range is 78 - 120 mg/dl. The customer feels well and did not report any symptoms. Customer reported past adverse event. Customer stated in the past she had to call 911 due to low blood glucose results. Customer could not remember date or actual blood glucose test results obtained at the time. Customer did not go to a medical facility. Customer stated the paramedics did assist her with her blood glucose which had been low, but she was not sure what the result was or treatment provided. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom cabinet. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is (B)(6) 2018; customer's test strips are expired. The meter memory was reviewed for previous test result history: (B)(6).